Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer's blood glucose value was unknown. Customer stated that they stuck in rewind. Customer receive second series of beeps or numbers appear on the display. Customer advised the insulin pump will need to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill and rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to protruded drive support disk.